Manufacturer narrative:
The customer suspected device was returned for annual inspection. Upon evaluation of the returned device the following defects were found, solid and translucent material which could not be removed was clogging the nozzle, angle rubber glue separated, bending angulations out of specifications, light guide lens chipped, and distal end insulation out of specifications. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the customer returned device, air/water flow issue was noticed due to foreign material (solid translucent material) found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a solid and translucent material clogged in the nozzle - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation/physical damage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected if the user handles the device according to the following instructions for use (IFU): - inspection of the air-feeding function - inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.